Manufacturer narrative:
Two batteries were returned for evaluation. The reported event of abnormal cycle count was confirmed via review of the controller log files, which revealed (B)(4) had a cycle count of 3,376 on the reported date of (B)(6) 2017. Failure analysis of (B)(4) revealed that the battery passed visual inspection. During functional testing, it was noted that the battery had an abnormally high cycle count, confirming the reported event. This finding does not affect the functionality of the device and was likely due to a communication error between the controller and battery. Failure analysis of (B)(4) revealed that the battery passed visual and functional testing. No issues were noted with the battery's ability to connect and lock to a controller. Log file analysis did reveal a critical battery alarm that was triggered by (B)(4) on (B)(6) 2016. The critical battery alarm was most likely caused by a communication error. The patient may have perceived the alarm as an issue with the battery not locking properly to the controller. Based on the available information, the most likely root cause of the abnormally high cycle count can be attributed to a communication error between the controller and battery. The reported issue with (B)(4) ability to properly lock to the controller could not be confirmed or duplicated during testing. However, it was noted that the patient experienced a critical battery alarm that was triggered by (B)(4). Heartware is investigating communication errors between the controller and batteries. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. The IFU also instructs patients to inspect batteries once a week for physical damage, including the battery cable and connectors. Exterior surfaces of the batteries should be cleaned using a clean cloth. A damp cloth may be used but a wet cloth should not. Batteries that appear damaged are not to be used. Damaged batteries must be replaced. It further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / manufacturing date: 04/11/2016 / expiration date: 04/30/2017. (B)(4).

Event description:
A report was received that the patient was seen in the clinic and stated that he was having multiple issues with his batteries. Battery (B)(4) did not seem to lock properly onto controller power port. The guides were examined on this battery and were determined to be intact. No excessive force was reported and proper power connection techniques were reviewed with the patient. The controller log files were sent and showed (B)(4) had logged erroneous cycle counts. There was no report of power switching or loss of power to the system. The batteries were removed from service and replaced. The replacement batteries resolved the reported issue. There were no reported consequences or impact to the patient. No further information was provided.